Event description:
It was reported that the patient present for follow up with the over-sensed noise exhibited by the right atrial lead. No interventions were reported. Further information was requested but not received.